Event description:
Customer reported the system is displaying an erro code. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the communications pcb. System operates as intended.